Event description:
Boston scientific received information that this pacemaker reached elective replacement time (ert). There was concern the battery depleted earlier than expected. There were no adverse patient effects reported.

Event description:
The explanted device has been returned for laboratory testing.

Manufacturer narrative:
This pacemaker will be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices.